Event description:
User states he had a steady stream of water leaking from behind the detergent 1 syringe on the analyzer and coming out onto the floor. User contained the leak and stated there was no danger of a slip hazard as the leak was not in an area where the operators walk in order to run the analyzer. No patient samples were involved. No operators were harmed. The field service representative could not determine the cause and noted the analyzer had been running with no additional leaks. The noted he checked the analyzer and found no evidence of leakage.